Manufacturer narrative:
Records indicate this lead remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received from information from another manufacturer's representative that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. It was also reported that the rate/sense portion of the lead was previously capped due to noise. No adverse patient effects were reported.